Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-13274. It was reported that the patient presented to the hospital for an atrial lead extraction for an unspecified lead failure. The patient reported having continued chest pain after the initial lead implant. Prior to the procedure, a computed tomography scan revealed that the right ventricular lead perforated the heart and had reached the chest wall. No complications were observed. The physician elected to remove and replace both leads without complications.